Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power, a sticky trigger, and the housing was worn. Therefore, the reported condition that the device was "spoiled" was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had an air leak, insufficient/low power, a sticky trigger, moving parts of the device were not moving smoothly, the locking mechanism was stiff/stuck, the reverse locking mechanism was blocked, the housing was worn, and the motor was worn. It was further determined that the device failed pretest for check for air leak, check the power with the test bench, check forward and reverse function, check for sticky trigger, check the free movement of the soft mode switch, and check the reverse locking mechanism. It was noted in the service order that the device ¿spoiled¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.